Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a cracked battery compartment. A review of the event history log found multiple "downstream occlusion" alarms. During the functional testing, the customer reported complaint was unable to be confirmed. The probable cause of the issue was unknown. The battery compartment was replaced and software was updated. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion alarm. There was no patient involvement.